Event description:
"Looseness of screw on the foot" is the reported reason for repair. On follow up with the foreign distributor, a person said that event happened during surgery, there was extra care required by the patient, but he did not elaborate what type of care and if there was any injury to the patient.